Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2009, in regards to erroneously elevated accutni result obtained from a unicel dxi 800 access immunoassay system for one pt. The customer re-run the samples on a different instrument and the results within the normal reference range. The initial erroneous result was reported outside the laboratory. There are no reports of any adverse pt consequence or change to the patient's treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2009, to investigate the event. The fse performed a carryover test and a high sensitivity system check, both passed within instrument specifications. No definitive root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.